Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, and labeling. Based on a review of this information, the following was concluded: the complaint of a break was inconclusive and could not be verified from the photograph that was provided for investigation. The photo showed one 22g powerloc max infusion set. An injection cap was attached to the luer adaptor. What appeared to be blood residue was observed in the extension set tubing. The safety mechanism had been advanced over the needle shaft before the photograph was taken. It appears that the luer adaptor and needle housing were still attached to the extension set tubing. The details of the reported break could not be discerned from the photograph; therefore, the complaint is inconclusive. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the needle tubing broke. No other information was provided.